Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the monopolar curved scissors were not cutting properly and not articulating properly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have blade damage. Both blade edges were indented. As a result, the instrument could not operate properly. The instrument was placed on an in-house system and passed recognition and engagement test. The instrument moved intuitively with full range of motion in all directions. The tips open and closed properly.